Event description:
Customer reported he has experienced hyperglycemia for the past 3 months, which he believes has been caused by inaccurate delivery. He switched to a different type of insulin around the same time. He has been capable of self-treatment, and no adverse event was reported. The infusion device, cartridge, adapter, and infusion set were replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).